Event description:
It was reported that the ipg was not able to connect with the remote control and the clinician programmer after the patient experienced an infection on the top of the scalp several months ago. The patient underwent an ipg explant procedure. The explanted ipg is expected to be returned for analysis.

Event description:
It was reported that the ipg was not able to connect with the remote control and the clinician programmer after the patient experienced an infection on the top of the scalp several months ago. The patient underwent an ipg explant procedure. The explanted ipg is expected to be returned for analysis.

Manufacturer narrative:
Block h6 3191: no code available was used as there is no equivalent FDA code for surgical intervention. Additional information was received that two lead contact extensions were also returned for analysis. It was also noted that the physician did not use a monopolar electric scalpel during the explant procedure. Additional suspect medical device components involved in the event: model: nm-3138-55, serial/lot: (B)(6)/ 21584994, description: 55cm 8 contact extension. Model: nm-3138-55, serial/lot: (B)(6)/ 21584994, description: 55cm 8 contact extension. The returned ipg db-1200 serial number: (B)(6) was analyzed. The malfunction of the device has been confirmed. The device was undetectable by rc/pc after several charge attempts. The device was cut open and the battery measured 1.80 volts. The battery was replaced by an external power source for further investigation. The device exhibited symptoms that are the typical characteristics of high-voltage transient damage. The patient's database could not be obtained due to the asic damage. It appeared that the device was damaged during the previous lead review operation. The most probable cause was determined to be unintended use error caused or contributed to event. No escalation is required at this time. The returned lead contact extensions nm-3138-55 (serial/lot: (B)(6)/ 21584994 and serial/lot:(B)(6)/ 21584994) were both analyzed. The malfunction of the devices have not been confirmed. The complaint could not be investigated as only the proximal tip was returned in the associated ipg header. No anomalies were identified on the leads aside from the clean-cut damage. The clean-cut damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Hence, the most probable cause was determined to be cause not established. No escalation is required at this time.

Event description:
It was reported that the ipg was not able to connect with the remote control and the clinician programmer after the patient experienced an infection on the top of the scalp several months ago. The patient underwent an ipg explant procedure. The explanted ipg is expected to be returned for analysis.